Event description:
Patient undergoing hypothermia treatment. Water noted on floor near blanketrol unit on several occasions on and off. This morning drops of water noted to be coming from directly behind coupling portion on hose at unit end. Couplings changed to another port on the blanketrol unit, but continued to leak. Hose was replaced. No leaking has been noted with new hose.